Event description:
It was reported that during an unk procedure, the blade tip broke off. It is unk if it fell into the pt, but if so, it was retrieved as the tip will also be returned. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.